Manufacturer narrative:
(B)(4). The involved device was received by the manufacturing facility in (B)(6) for evaluation. Visual inspection upon receipt did not find any anomaly, such as a break, which would have contributed to the reported air leak in its appearance. A leak test was preformed and a leak was noted at the edge of the pressure confirmation balloon bonded to the air injector port. It was found that the balloon sheets and inflation tube had been welded together off-center. Additionally, the thickness of the balloon sheets was measured and found to be slightly thicker than that of a comparable sample from current production. A review of the device history record revealed no product or manufacturing related anomalies. A search of the complaint file did not find any other report with the involved product code and lot number. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample shows that some layers of air remained between the balloon sheets along the inflation tube during the welding process. This may have been a result of insufficient compressive load being applied to the sheets. Subsequently, due to some force applied to the actual sample during use, the layers of air held between the sheets integrated with one another generating a leak route along the inflation tube, resulting in the reported leak. The compression force being applied during the manufacturing process has been improved to minimize the potential for recurrence of the failure. The labeling does address the potential for deflation in the instructions-for-use with statements such as: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it" and "patient should not be left unattended while the tr band is in use." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band leaked air after placement. The following information was provided by the user facility: hemostasis was unable to be achieved using the initial tr-band resulting in a hematoma; a second tr band was placed to successfully achieve hemostasis; and there was no impact to the patient as a result of the event.